Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with injection (inj) of fortum (1 gram, frequency and route not reported) and inj of vancomycin (2 grams, frequency and route not reported). At the time of this report, the peritonitis was resolving and the patient was recovering from the event. On an unreported date dianeal therapy was discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.